Manufacturer narrative:
For 1 of the events: 1. Summary of investigation results: due to the lack of provided information, the investigation was unable to determine a specific root cause. 2. Summary of follow up/corrective actions taken: no follow up or corrective actions were performed. For 1 of the events: 1. Summary of investigation results: the investigation was unable to determine a specific root cause as no sample material was available for further testing. 2. Summary of follow up/corrective actions taken: no follow up/corrective actions were taken. For both of the events: 3. Device returned to manufacturer? No. 4. Device labeled "for single use?" No. 5. Device reprocessed and reused? No.

Event description:
1. There was an allegation of questionable elecsys tsh results for one patient from a cobas e411 disk analyzer and for one patient from a cobas 6000 e601 module. 2. Patient age range: 1-asku, 1-21 year. 3. Patient weight range: asku. 4. Patient sex breakdown: 1-asku, 1-female. 5. Patient race breakdown: asku. 6. Patient ethnicity breakdown: asku.